Event description:
It was reported that (3) devices were used during a sigma resection. It was reported by the affiliate that the tlc55 instruments do not fire. Another instrument was used to complete the case. There was no consequence to the pt.